Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was required to switch from a non-profile to a profile machine. A technical support specialist (tss) contacted the account executive, set to profile at direction and approval and changed the station to profile for "spirit of exception vendor or partnership" successfully. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was non profiled, but due to an emergency patient need, it required conversion to a profiled machine as soon as possible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.